Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an evolutpro valve was associated with heart failure symptoms and a valve performance issue. It was noted that the valve appeared to be implanted deep, with a possible paravalvular leak. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that during the implant procedure, the valve was deployed two times in a deep position. The third deployment was in a good position and was released. A transesophageal echocardiogram (tee) revealed mild paravalvular leak (pvl). An echocardiogram twenty-four hour post valve implant revealed no evidence of aortic stenosis. The peak velocity across the valve was 1.9 m/s and the mean gradient was 8 mmhg. There was no evidence of aortic regurgitation. A thirty day echocardiogram showed a maximum pressure gradient of 13 mmhg with a mean pressure gradient of 7 mmhg. No pvl was detected. Approximately five years and six months post valve implant procedure, mild-moderate stenosis was noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.